Event description:
The manufacturer became aware of a bipap a40 device with allegations copd, suffers decompensation and respiratory difficulties and was hospitalized in the medico-surgical service of the clinical hospital for 10 days, with good progress. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.